Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The doctor bled when he was injured by the protruded glass pieces. The pressure was applied to push the blood out for bleeding. The doctor did not have infections and there are no problems with his condition since then. What was done to treat the shard penetration? Astriction was medical or surgical intervention required? No, only astriction. Was there any special diagnostic test performed? Unk, but the surgeon told that there was no infection. What is the status of the surgeon injury today? Healed. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No was the ampoule crushed repeatedly? Unk. Can you identify the lot number of the product that was used? 103s68. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)(B)(6). Please perform and document the follow up attempt for product return. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2025 and topical skin adhesive was used. A doctor cut his finger while using product. Details are unclear, but it seems that a piece of glass flew out and cut his finger. It was treated as a needlestick accident. The situation was that he was applying the product to the second part of a port wound, and when he pushed it, a piece came out and cut his finger. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) h3 evaluation: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.